Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic sensor module failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm performed fiber optic test, results were within specifications. The stm performed tests using a simulator and intra-aortic balloon (iab) and the fiber optic was fully operational. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic sensor module failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.